Event description:
Patient called to report right sided pain and a possible rupture and a bilateral exchange from textured to smooth due to product concern. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and a bilateral exchange from textured to smooth due to product concern.